Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged visualization of particles. There was no report of patient harm or injury. The updated b5 will be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache, hypersensitivity, nausea, vomiting, asthma (new or worsening), inflammatory response, lung disease. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In general information: date due and become aware date are updated in this follow-up. In box b: adverse event/product problem, outcomes attributed to ae, event date (rfb), event date and other relevant history (rfb) are updated in this follow-up. In box e: reporting institution name, reporting address line 1, reporting address city, reporting address state and reporting address postal are updated in this follow-up. In box g: date received by, reporting address line 1 mfg (rfb) and date received by mfg, event date (rfb), event date, relevant test/lab data (rfb) and other relevant history (rfb) are updated in this follow-up. In box h: type of reported complaint, problem code grid, health impact grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid, recall (z) number (rfb) and recall (z) number are updated in this follow-up.

Manufacturer narrative:
The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.